Event description:
<P>caller reported a malfunction occurred on their pump after receiving an x-ray, indicated by a malfunction code of malf 0. There was no adverse impact to the customer¿s blood glucose level. Customer performed a reset on their own and opted for multiple daily injections as a backup therapy. Technical support decided to replace the malfunctioning pump, and the customer expressed interest in obtaining an out-of-warranty loaner pump.</p>